Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 7019422. We have detected a trend for this issue occurring in this batch of intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Visual analysis of the returned units was able to identify a small opening in the septum after needle withdrawal. From previous investigations we know, that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot of dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal. In response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "after inserting into the body, when withdrawing the needle, the leakage was out of the rubber plug, they had changed three needles, all three needles met this situation, the patient expressed dissatisfaction. The three products were the same batch number." 3 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "after inserting into the body, when withdrawing the needle, the leakage was out of the rubber plug, they had changed three needles, all three needles met this situation, the patient expressed dissatisfaction. The three products were the same batch number." 3 occurrences were reported. 3 occurrences were reported.